Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
On (B)(6), 2019 the family presented reporting their child could no longer hear with the device. A specific accident or trauma is unknown. However, it was reported that this is a very active child who often has temper tantrums. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2019 the family presented reporting their child could no longer hear with the device. A specific accident or trauma is unknown. Re-implantation took place on (B)(6), 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 the family presented reporting their child could no longer hear with the device. A specific accident or trauma is unknown. Re-implantation is considered.